Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 373678a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Although improper technique was identified and the customer had a condition that may impact the performance of the assay, the customer did not provide a laboratory reference value for comparison. Unable to determine the accuracy of the inratio result without this information. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of unexpected high inratio values. Patient's therapeutic range 2.0 - 3.0 (B)(6) 2015 inratio inr = 3.0. (B)(6) 2015 inratio inr = 6.5; repeat inratio inr = 5.2; second retest inratio inr = 5.2. No reported adverse patient sequela. No additional information provided.